Event description:
It was reported that patient presented in clinic for follow-up experiencing presyncopal symptoms. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2017. The patient tolerated the procedure extremely well and was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and displayed normal characteristics with normal battery depletion. The cause of the bvvi was transient nmi.